Event description:
On 16 may 2008, the distributor reported that during a cervical surgery the surgeon had excessively tightened the screws on the cervical one level plate. The surgeon needed to correct the position of the plate. The plate did not malfunction. While attempting to remove the plate, the driver prong broke inside the screw head. There was bone damage when taking out the screws in cervical vertebra. The surgeon then had to go up a level and use another plate to finish the procedure.

Manufacturer narrative:
Prod is an instrument and is not implantable. Request has been made to obtain the prod. Eval is pending upon the return of the prod.